Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. No safety issues were reported. The customer's complaint that the autopulse nxt platform (sn (B)(6)) displayed a yellow triangle alert indicator was confirmed based on the archive data review, but not during the functional testing. No device malfunctions were observed during testing, and the platform functioned as intended. The reported complaint of the autopulse nxt platform emitting a burning smell was not observed during the testing. The likely cause of the burning smell was oil burning off from the motor as it heated up. The archive data indicated occurrence of two alert 60 (alert_batt_sd_not_available): batt sd card not available; and displayed the yellow triangle alert indicator. The alert warned of miscommunication between the platform and the battery. The alert was not reproduced during the functional testing. The autopulse nxt platform passed the functional testing without errors. The platform was tested using the lztf with two batteries until they were fully discharged, without any faults or errors. The autopulse nxt platform functioned appropriately and performed as intended. Following service, the autopulse nxt platform passed the final tests without issues.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6)) displayed a yellow triangle alert indicator and emitted a burning smell while testing with a manikin. Per the customer, nxt quick case was opened, and the machine was well ventilated during the reported event. No patient involvement. No safety issues were reported.